Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fan of the subject device did not work. The device was only used by a product specialist during a demo in ent (otolaryngology) consultation, and only under supervision of the product specialist, without any operation. There were no reports of patient or user harm associated with this event.